Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted in the patient for the endovascular treatment of an 72mm thoracic dissection. 24 hours post procedure the patient complained of chest pain and lost motor function of both legs. CT revealed partial occluded brachial artery with approx. 90% coverage of the lsa ostia. It was determined that the lsa coverage may be a contributing factor to the acute spinal cord injury. A spinal drain was placed into the patient and the main arterial pressure was driven up into the 90s. An additional stent was also placed. Per the physician, the cause of the event was user error. No additional clinical sequalae were reported and the patient is fine.